Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("essure coils protruding from each cornu") in a 46 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of overweight, surgery (surgical history: 2015 essure - pos bilateral occlusion by hsg, deviated septum repair, tonsillectomy, wisdom, 1976 right inguinal hernia repair), vaginal delivery (2), add, diverticulosis, hypothyroidism, parity 2, multi gravida and menorrhagia. Previously administered products included: dextroamphetamine mixed salts lannett, valtrex, alkekengi officinarum;apium graveolens seed;astragalus gummifer gum;boswellia sacra bark resin;calamus draco fruit resin;cucumis sativus seed;glycyrrhiza spp. Root with rhizome;papaver somniferum latex;prunus amygdalus seed;senegalia senegal gum, mirena and oral contraceptive nos. Past adverse reactions to the above products included: rash with alkekengi officinarum;apium graveolens seed;astragalus gummifer gum;boswellia sacra bark resin;calamus draco fruit resin;cucumis sativus seed;glycyrrhiza spp. Root with rhizome;papaver somniferum latex;prunus amygdalus seed;senegalia senegal gum. Essure was removed on (B)(6) 2019. On an unknown date, the patient had essure inserted. On an unknown date she experienced uterine perforation (seriousness criteria medically important and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy done on 1(B)(6) 2019). At the time of the report, the outcome of the event was unknown. The reporter considered uterine perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.819 kg/sqm. [Mammogram] (date unknown): negative [pathology test] on (B)(6) 2019: surgical pathology report: diagnosis: a. Bilateral fallopian tubes, bilateral salpingectomy: · bilateral fallopian tubes, with no significant pathologic change. B. "Uterus and cervix with essure and portion of bilateral fallopian tubes"; total laparoscopic hysterectomy: · cervix, with no significant pathologic change. · inactive endometrium. · adenomyosis. · essure coils (2) identified. Organ or tissue: -bilateral fallopian tubes -uterus + cervix w/ essure and portion of bilateral fallopian tubes gross description: part b is received unfixed "uterus + cervix w/ essure and portion of bilateral fallopian tubes". The specimen consists of a 179-gram, 10.5 x 6.3 x 5.2 cm uterus with attached cervix with two intact essure coils protruding from each cornu the fallopian tubes appear to have been entirely removed [pregnancy test urine] (date unknown): negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("essure coils protruding from each cornu") in a 46 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of overweight, surgery (surgical history: 2015 essure - pos bilateral occlusion by hsg, deviated septum repair, tonsillectomy, wisdom, 1976 right inguinal hernia repair), vaginal delivery (2), add, diverticulosis, hypothyroidism, parity 2, multi gravida and menorrhagia. Previously administered products included: dextroamphetamine mixed salts lannett, valtrex, alkekengi officinarum;apium graveolens seed;astragalus gummifer gum;boswellia sacra bark resin;calamus draco fruit resin;cucumis sativus seed;glycyrrhiza spp. Root with rhizome;papaver somniferum latex;prunus amygdalus seed;senegalia senegal gum, mirena and oral contraceptive nos. Past adverse reactions to the above products included: rash with alkekengi officinarum;apium graveolens seed;astragalus gummifer gum;boswellia sacra bark resin;calamus draco fruit resin;cucumis sativus seed;glycyrrhiza spp. Root with rhizome;papaver somniferum latex;prunus amygdalus seed;senegalia senegal gum. Essure was removed on (B)(6) 2019. On an unknown date, the patient had essure inserted. On an unknown date she experienced uterine perforation (seriousness criteria medically important and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy done on (B)(6) 2019). At the time of the report, the outcome of the event was unknown. The reporter considered uterine perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.819 kg/sqm. [Mammogram] (date unknown): negative. [Pathology test] on (B)(6) 2019: surgical pathology report: diagnosis: a. Bilateral fallopian tubes, bilateral salpingectomy: · bilateral fallopian tubes, with no significant pathologic change. B. "Uterus and cervix with essure and portion of bilateral fallopian tubes"; total laparoscopic. Hysterectomy: · cervix, with no significant pathologic change. · inactive endometrium. · adenomyosis. · essure coils (2) identified. Organ or tissue: -bilateral fallopian tubes. -uterus + cervix w/ essure and portion of bilateral fallopian tubes. Gross description: part b is received unfixed "uterus + cervix w/ essure and portion of bilateral fallopian tubes". The specimen consists of a 179-gram, 10.5 x 6.3 x 5.2 cm uterus with attached cervix with two intact essure coils protruding from each cornu the fallopian tubes appear to have been entirely removed. [Pregnancy test urine] (date unknown): negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.